Event description:
Boston scientific crm received information that this right atrial lead was fractured near the clavical. Testing resulted in impedance measurements greater than 2500 ohms, no sensing and no capture. As a result, this lead was surgically abandoned. No adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.